Event description:
Device 2 of 2. Reference manufacturer report: 1627487-2010-00877. The pt was implanted with her scs system consisting of an ipg and two percutaneous leads on (B) (6) 2008 for right leg pain. It was reported pt lost stimulation, but when the system amplitude was increased she experienced discomfort along her right torso. Diagnostic lead impedance measurements found some low/invalid readings. An x-ray was taken which confirmed the leads had migrated from their implanted positions. The physician repositioned the leads on (B) (6) 2009 and the pt is now reported to be doing well. No devices were returned for eval. No further info is available.

Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.